Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that when the saw was connected to the electric pen drive device and the hand switch was locked in safety mode, the blade was going off and working without touching the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the electronic control unit (ecu) was damaged and the device would not run. It was further determined that the device failed pretest for check speed with a tachometer, check the power with the test bench, check function in ¿lock¿ mode with foot pedal, check function with foot pedal, and functional test. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6). That when the saw was connected to the electric pen drive device and the hand switch was locked in safety mode, the blade was going off and working without touching the device. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.